Manufacturer narrative:
(B)(4). Batch # r92y49. Investigation summary: the handpiece was received with nose cone slightly separate from the mid housing. In addition, the mount was noted to be loose and no damage to the threaded stud was observed as reported. Due to the condition of the handpiece, no instrument could be attached to the handpiece for testing. Therefore, no functional testing could be performed. The handpiece was disassembled to inspect the internal components and no anomalies were found. No conclusion can be made as to why the nose cone got separated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the 4-40 stud got rotated when assembled with the torque wrench. Changed another one to complete surgery. There was no patient consequence reported.